Manufacturer narrative:
Manufacturing site evaluation: we received a complaint about one pl572t: ligature clip 12 mag.= 144 pcs. The cartridge is not available for investigation. The device quality and manufacturing history records have been checked for the lot number (52391580) and found to be according to the specification, valid at the time of production. No similar incidents have been filed with products from this batch. No products available and therefore it is hardly possible to determine an exact conclusion and root cause. It appears that the cause of the failure is not product related. There is the possibility that the root cause of the problem is most probably usage related. According to the quality standard a material defect and production error can be excluded. Without the product we can not determine the exact cause. Due to the customer statement: "the surgeon hit the applier to trocar and the pl572t was dropped.", it appears that the dropped cartridge was caused by an usage related error by an improper handling. An improper inserting of the cartridge could be an additional factor. If the cartridge is enganged not completely or was damaged during inserting, there is an impairment of product functionality. Due to a hit or something like else, the cartridge could popped out. A CAPA was not initiated.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a clip cartridge. During an unspecified procedure, when the surgeon was attempting to remove the clip applier from the patient, the trocar was bumped. When the applier bumped the trocar, the clip magazine dropped. The staff could not find the "knob part .... Used to hook to the applier". Further details were not provided but have been requested. The adverse event/malfunction is filed under (B)(4). Concomitant components: trocar. Applicator.